Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power did not stay on. A reboot by flipping the switch at the back temporarily resolved the issue, but the device stayed powered on only for about 1-2 hours before shutting down again. The field service engineer (fse) confirmed that the station was experiencing intermittent power issues and random shutdowns. Onsite testing confirmed that the station-initiated shutdown sequences without user interaction. Troubleshooting was performed and the power supply was identified as the source of failure. The fse replaced the station power supply to address the intermittent shutdown condition. The station was powered on after the power supply replacement, and all drawers were tested through the application. The drawers opened and closed successfully with no power loss observed. The power issue was resolved after the power supply replacement, and the station was operating normally at the time of service. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pwmc-rad station would not remain powered on. A reboot by toggling the power switch at the back temporarily restored functionality; however, the unit shut down again after approximately 1-2 hours. The customer confirmed that power outlets and power cords were functioning properly. An error message stated, ac power had failed. Please close all open drawers and doors immediately, was observed, followed by a countdown timer. Once the timer expired, the screen goes blank and becomes unresponsive. The issue may be related to a failed internal power supply. However, there were no delays or adverse events or injuries reported based on this event.